Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated that the insulin pump was alarming no delivery, her cannula was bent and not completely inserted, and the insulin was leaking under the adhesive at the time she realizes her glucose level was high. The customer stated that her meter was reading high and sought medical attention. The customer stated that she went to one hospital where she was treated for twenty four hours, and then she was transferred to another hospital. Troubleshooting was performed. The customer's most recent glucose reading was 155mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.